Manufacturer narrative:
Weight and ethnicity: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During the implant of the lens, respecting the times indicated by the manufacturer in each one of the steps, the lens could not come out from the injector, even with the progression of the piston till the end of the route. Aiming at not leaving the patient aphakic, another lens with similar diopter was found and implanted by increasing the incision and suturing. Lens inserted and removed at the same procedure. Patient completely recovered. Pre op vision: hands movement; post op vision: still under post op evaluation. Procedure delayed for 15 minutes. Medication prescribed (antibiotic and corticoid eye drops). Left eye was affected.